Event description:
Consumer called to report their meter is not reading accurately and resulted in an emergency room visit. They kept getting high results (399,391,318), and "lost it". Ambulance was called and paramedics tested their and reading was 24. Believes the meter was not giving accurate results.